Event description:
The reporter claimed the animas insulin pump has overheating issues. The pt's insulin pump allegedly was hot. There was no adverse event associated with this issue. During troubleshooting, the battery compartment was noted to be normal. This complaint is being reported as a malfunction due to the alleged overheating issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.